Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was poor barrier separation and are seeing elevated potassium levels with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. These occurred on 25 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: "we have been noticing that pst gels do not separate plasma as well as sst" "the photos on the bottom show pst on the left and sst on the right and if you look closely you will see red cells on the gel for pst while the sst is clear¿we are concerned as we are seeing elevated potassium levels with some of our outreach specimens that come to us already spun." Additional information provided by consumer: was there multiple patient involvement? If so, please provide the following information for each incident: yes, and several of them. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) Can¿t share this with you. What is the product batch/lot number? Already provided. Was the tube mixed properly after the collection? Yes. How long was the sample allowed to clot? Psts do not clot and spun upon receiving them; ssts are spun after 30 minutes of collection. Was fibrin present in the serum? None seen in any of the cases. Were the recommended centrifugation g-force, time, and temperature observed? 5. What is the centrifugation ramp-up speed? Yes, we have used these same centrifuges for many years and only started to experience this recently¿centrifuges are checked by our clinical engineering every 6 months. In addition, it did not matter whether we used the large sorvell centrifuges or the statspin ones¿ when was the calibration of the centrifuge last checked? Every 6 months and last one was in june. What type of centrifuge was used, fixed angle or swing bucket? Both types and same problem. Were the centrifuge sleeves balanced to assure proper performance? As noted above these centrifuges have been used for many years with no issues until recent batches of tubes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No temperature controls on the ones we use. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Complete and flat at the top. Does the poor barrier appear in all tubes or only occasionally? Most all pst tubes and not on sst. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Some by pneumatic station, some walked in by nurses or couriers, are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? Not that flagged, other than the elevated potassium we are seeing. Is tube store upright or on its side, after collection: depends, in many cases it is going to be on its side in a specimen bag, but coming from outreach clients they are spun already and in a bag, but you can still see the same problem. Are the values of the assays available? Analyzer name & model # yes, but not sure if those can be shared. What type of centrifuge is the customer using? Swing or fixed swing. What was the spin time and speed of the centrifuge? 15 minutes at 3,300 rpm. What is the ramp up time and speed of the centrifuge? What is the braking time and speed of the centrifuge? Don¿t have that info. What were the storage conditions of product? What were the storage conditions during transportation? Room temperature as we have always done. How many locations affected (impatient, outpatients, etc.) As noted previously, almost all psts have the same problem but not the sst. How many units (tubes) affected? Again, most all psts¿ what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.) Again, most all psts¿ what was method of draw? Varies with about half straight and half butterfly>>> is tube filled to stated volume? In most cases, yes. What was order of draw? As recommended by bd, and since we are seeing this from all types of collections, nurses, phlebotomists and outreach clients, I do not think this is the issue. How many times was the tube inverted? As recommended by bd, and since we are seeing this from all types of collections, nurses, phlebotomists and outreach clients, I do not think this is the issue. How were tubes transported? (Pneumatic system, carrier, etc.) Already answered above. How long after collection were tubes processed? Immediately upon receiving them in the lab.

Event description:
It was reported that there was poor barrier separation and are seeing elevated potassium levels with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. These occurred on 25 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: "we have been noticing that pst gels do not separate plasma as well as sst" "the photos on the bottom show pst on the left and sst on the right and if you look closely you will see red cells on the gel for pst while the sst is clear¿we are concerned as we are seeing elevated potassium levels with some of our outreach specimens that come to us already spun". Additional information provided by consumer: was there multiple patient involvement? If so, please provide the following information for each incident: yes, and several of them. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) Can¿t share this with you. What is the product batch/lot number? Already provided. Was the tube mixed properly after the collection? Yes. How long was the sample allowed to clot? Psts do not clot and spun upon receiving them; ssts are spun after 30 minutes of collection. Was fibrin present in the serum? None seen in any of the cases. Were the recommended centrifugation g-force, time, and temperature observed? 5. What is the centrifugation ramp-up speed? Yes, we have used these same centrifuges for many years and only started to experience this recently¿centrifuges are checked by our clinical engineering every 6 months. In addition, it did not matter whether we used the large sorvell centrifuges or the statspin ones... When was the calibration of the centrifuge last checked? Every 6 months and last one was in june... What type of centrifuge was used- fixed angle or swing bucket? Both types and same problem. Were the centrifuge sleeves balanced to assure proper performance? As noted above these centrifuges have been used for many years with no issues until recent batches of tubes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No temperature controls on the ones we use. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Complete and flat at the top. Does the poor barrier appear in all tubes or only occasionally? Most all pst tubes and not on sst. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Some by pneumatic station, some walked in by nurses or couriers. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? Not that flagged, other than the elevated potassium we are seeing. Is tube store upright or on its side, after collection depends, in many cases it is going to be on its side in a specimen bag, but coming from outreach clients they are spun already and in a bag, but you can still see the same problem. Are the values of the assays available? Analyzer name & model # yes, but not sure if those can be shared. What type of centrifuge is the customer using? Swing or fixed swing. What was the spin time and speed of the centrifuge? 15 minutes at 3,300 rpm. What is the ramp up time and speed of the centrifuge? What is the braking time and speed of the centrifuge? Don¿t have that info. What were the storage conditions of product? What were the storage conditions during transportation? Room temperature as we have always done. How many locations affected (impatient, outpatients, etc.) As noted previously, almost all psts have the same problem but not the sst. How many units (tubes) affected? Again, most all psts... What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.) Again, most all psts... What was method of draw? Varies with about half straight and half butterfly. Is tube filled to stated volume? In most cases, yes. What was order of draw? As recommended by bd, and since we are seeing this from all types of collections, nurses, phlebotomists and outreach clients, I do not think this is the issue. How many times was the tube inverted? As recommended by bd, and since we are seeing this from all types of collections, nurses, phlebotomists and outreach clients, I do not think this is the issue. How were tubes transported? (Pneumatic system, carrier, etc.) Already answered above. How long after collection were tubes processed? Immediately upon receiving them in the lab.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. H3 other text : see section h.10.